Manufacturer narrative:
Evaluation of the device found no issue. The reported issue was not able to be duplicated. The device was tested and passed all functional testing. All video output signals were tested and worked with no issues observed. Burned in testing was performed for approximately 7 hours, device powered on and off and no error e117 was observed. No errors were observed during the burned in testing. The units' internals were visually inspected and found that all parts were working normally, functional test passed the required specifications. Based on evaluation findings the reported failed to boot up, error e117 issue was not able to be duplicated. The root cause of the reported issue is unknown as the reported issue was not confirmed. No device issue was found.

Event description:
It was reported that during preparation for use the device failed to boot up and generated error code e117 error message. The led (light-emitting diode) was found red when removing the device cover. There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the reported issue most likely occurred because the user caused a temporary failure by not making a full connection with the electrical contacts. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.